Event description:
A report was received that the patient was having discomfort at the lead site due to lead being too tight and was pulling unto the patient's skin. The patient underwent a revision procedure during which the physician replaced the right side lead. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.